Event description:
It was reported the patient¿s system was explanted one piece at a time in multiple surgeries. It was noted the explant was due to the device touching the wrong part of the spinal nerve and it being a dangerous spot.

Manufacturer narrative:
Concomitant: product ID 3982, serial# (B)(4), implanted: 1995-(B)(6), product type lead. Product ID 7433, serial# (B)(4), implanted: 1995-(B)(6), product type programmer, patient. Product ID 7496-51, serial# (B)(4), implanted: 1995-(B)(6), explanted: 2007-(B)(6), product type extension. (B)(4).